Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure that patient had intraocular lens rotated, and also experienced cystoid macular edema in her left eye retina. Procedure to change the iol alignment was planned.